Event description:
Further information received that the patient has lost effective therapy.

Manufacturer narrative:
Correction h6 - the clinical code should be 2388 instead of 4582. The impact code should be 4610 instead of 2199.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient experienced a replace generator message. As a result, the patient may undergo surgical intervention to address the issue.